Event description:
The customer reported to olympus that during the repair process of the device, it failed health check. The issue occurred during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was contamination evident in the air and water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated and confirmed that there was white contamination in the air/water channels. Additional findings include; the light cover and optical cover glass adhesive were worn. The distal end cap was worn and distal end adhesive was lifting. The bending section cover's adhesive was lifting and there was delamination evident in the insertion tube. The identity badge was damaged and there was play evident in the up/down angle. The electrical safety test was not to specification. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the reported foreign material in the air and water channel could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and the facility device cleaning/reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.